Event description:
Just after the pt had been transferred from the imaging table to the pt bed, the ge innova c-l arm demonstrated uncontrolled rotation by itself. The c-l arm did not respond to the emergency stop control. The image intensifier collided with the bed mattress, just missing the pt.